Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report concerns regarding the implantable cardioverter defibrillator (ICD) being ¿hacked¿ and having the pacing rate changed. The patient mentions having slower pacing rate that was varying. The patient mentions that the device ¿went off¿. The patient mentions feeling awful and going to the hospital. The patient mentions a ¿beeping¿ sound coming from the patient¿s chest. The device remains in use. No further patient complications have been reported as a result of this event.